Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Customer reported that she didn't get any lines on her test cassette. She did follow proper test procedure and put the sample in the correct well.she was unable to provide the lot number because she threw the kit away.